Event description:
It was reported that the patient had a pacemaker near generators and seizure. The patient reported that had a device for urinary dysfunction. However, the manufacturer's representative could find no evidence a urinary dysfunction device was implanted. Additional information has been requested, but was not available as of the date of this report.